Event description:
It was reported that the target lesion was a tight lesion located in the mid left anterior descending artery (lad) with moderate tortuousity, heavy calcification and 99% stenosis. Pre-dilatation was performed with an unspecified 1.5 x 15 mm balloon. The 3.5 x 38 mm xience prime stent was implanted at the lesion and a proximal edge dissection was noted. A 3.5 x 18 mm xience v stent was implanted to cover the dissection. No adverse patient sequela was reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.